Event description:
A non-health care professional reported following the intraocular lens implantation the patient had vision issues and the lens had to be explanted in a secondary surgery. The clinical reason for the explant was significant refractiveness on sphere and cylinder. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).